Event description:
It was reported that a spectrum iq infusion pump's key was stuck and not working during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Corrected information: d3 device manufacturer name, d4: model #, d4unique identifier (UDI) #. H11: the device was received for evaluation. During evaluation, the reported problem of 'key is stuck not working' was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition was not determined. No pump correction is required to address the issue. Should additional relevant information become available, a supplemental report will be submitted.